Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet and the cartridge connector cracked, prompting a call for assistance; the school nurse was guided through removing the damaged connector and cartridge, and the user successfully installed a new cartridge, tubing, and connector. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy beyond the troubleshooting call and successful restoration of use. Investigation included user support with troubleshooting and education. Investigation of this case revealed a damaged connector consistent with physical impact. It was concluded that the event was due to accidental damage with device function restored after component replacement.